Event description:
It was reported that following a recent implant, it was noted that no capture and a decrease in sensing was observed on the right ventricular (rv) lead. Rv lead dislodgement was suspected. During a procedure to reposition the rv lead, the lead helix could not be rotated back. The rv lead was therefore explanted and replaced successfully. The patient was stable.